Manufacturer narrative:
Investigation summary: the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. This complaint is not confirmed. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. The DHR review indicated that this batch was processed with incidents which have no relevance to complaint condition, therefore, there were no issues during the manufacture of the product that would contribute to this complaint condition. Therefore, there is no evidence of manufacturing anomalies on the records reviewed. A review of the depuy synthes mitek complaints system no other complaints of any type for this lot released to distribution. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair the customer's versalok peek anchor with free strands of #2 orthocord deployed, but the anchor did not stay in the bone. The sales rep stated that it was an older patient, but in their knowledge had normal bone density. The case was completed with a healix advance knotless anchor with no patient harm. There was a five to ten minute delay to get the suture out of the anchor and grab the different device to complete the case. The device was discarded by the customer. Additional information from sales rep 8/24/18: no the same bone hole was not used they created a new bone hole. The implant was removed and there was no debris left in the patient. The type of force used when the anchor pulled out was normal force. No the anchor didn't remain on the inserter after removal it came out of the cannula. The surgeon pulled while turning. No information is available if the suture wrap around the handle or driver. The surgeon did grasp the suture during insertion and removal. Did the surgeon use appropriate downward force applied with driving anchor in? He hammered the anchor in. Which suture limbs were tested to verify the repair? They used permatape from the suture.